Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure to treat emergency hemorrhage of esophagus and fundus of stomach performed on (B)(6) 2024. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure to treat emergency hemorrhage of esophagus and fundus of stomach performed on (B)(6) 2024. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 17, 2025: the speedband superview super 7 was used in the esophagus during an esophageal venous ligation. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h2 (additional information): block a1, block b5, block e1 (initial reporter address 1, initial reporter city, initial reporter zip/postal code) and block h6 (device codes) have been updated based on the additional information received on january 17, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was not returned, and only the irrigation tube and the handle were returned. The handle had marks of the trip wire indicating that it was secured. Also, the suture was found broken. No problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed. Upon analysis on the returned component, the handle had marks of the trip wire indicating that it was secured. Also, the suture was found broken; however, this condition is not considered a failure mode because this condition most likely occurred when the physician removed the device from the scope. Based on the limited information available and since the ligator housing was not returned for analysis, without proper evaluation of the device, the most probable cause that contributed to the event remains unknown and the most probable cause of the reported issue cannot be established due to lack of evidence. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure to treat emergency hemorrhage of esophagus and fundus of stomach performed on (B)(6) 2024. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 17, 2025: the speedband superview super 7 was used in the esophagus during an esophageal venous ligation. It was noted that no difficulty was experienced upon setting up the device.